Manufacturer narrative:
The microsensor (ID 826851) was returned for evaluation. Device history record (DHR) - lot 6202214, sn (B)(6) met specifications when released. Failure analysis - the issue of the complaint has been confirmed: - catheter nicked 14cm from sensor tip exposing internal wires; and tape bunched up around catheter - catheter covered in gauze in tape - catheter twisted into a loop in the middle of catheter - cerelink monitor read ¿acceptable¿; icp express = 520 - no testing was possible, due to the internal wires exposed. The possible root cause for this issue reported by the customer could be due to a mishandling of the catheter.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report numbers: 3013886523-2023-00123. A facility reported a microsensor (ID 826851-serial (B)(6) was showing negative numbers on the icp express monitor. The first microsensor was implanted on (B)(6) 2023 and suddenly started to read numbers in the range of -8 to -5. Therefore, the microsensor was removed on (B)(6) 2023 and was replaced with another microsensor (ID 826851-serial (B)(6). The replaced microsensor dropped to -8 and was also removed. The timeframe between implantation and explantation date was 24 hours each for both sensors. The patient recovered.